Event description:
Scrub tech noticed multiple staple loads had loose reinforcement, when looked at more closely, green suture at distal tip was missing. Reported & returned. Rga# [redacted], fedex trk# [redacted]. Manufacturer response for staple reloads, (brand not provided) (per site reporter), issued rga# [redacted].